Manufacturer narrative:
Device code 2993 corrected to device code 1401 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated the inflammation had subsided after 12 days of treatment. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+1.5/093 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. It was reported the patient had blurred vision and the surgeon suspected aseptic endophthalmitis. Fibrin deposition and lens rear surface deposition were noted. The surgeon performed an anterior chamber irrigation/evacuation of visco/fluids and decadron injection to the subconjunctival was performed. The lens remains implanted. The cause of the event was the device.